Event description:
It was reported that the needle broke during injection while using the bd insulin syringes with bd ultra-fine¿ needle. The following information was provided by the initial reporter: consumer reported finding needles break during injection.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle broke during injection while using the bd insulin syringes with bd ultra-fine¿ needle. The following information was provided by the initial reporter: consumer reported finding needles break during injection.

Manufacturer narrative:
Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 1046952. All inspections and challenges were performed per the applicable operations qc specification. There was one (1) notification noted that did not pertain to the complaint.